Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcba installed in known good unit and powered unit on in service mode. Unit powered on with vent inop alarms, entered event error log and exported. Notice multiple 21v power supply voltage too low and post dac or adc errors. Removed main pcba and replaced r608 100k resistor with new one, re-installed pcba and powered on with no alarms or error codes recorded in event log. Reported problem was duplicated and isolated to 100k resistor r608 p/n (B)(4) on main pcba. This issue is being addressed in an internal correction.

Event description:
The customer reported that while in patient use the ventilator had a vent inop transducer fault. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
(B)(4) . The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.